Event description:
--

Event description:
Boston scientific received information that the patient implanted with this device was in the emergency room for chest pain. The device was interrogated and found to be pacing rapidly for a few hours at the maximum sensing rate. The accelerometer was turned off the device went back to pacing at the lower rate limit. The patient has been getting radiation for breast cancer. There were no additional adverse patient effects reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
Available information suggest the patient's symptoms were resolved once the sensors were turned off and the device went back to pacing at the lower rate limit.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the stored device information identified an altered memory location which resulted in the accelerometer pacing at the maximum sensor rate (observed clinically). A recommendation to turn off the accelerometer in the pacemaker was provided. Exposure to radiation is the likely cause of the altered memory location.